Manufacturer narrative:
Concomitant medical products: 505da24 mechanical valve, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation it was noted that the patient¿s right ventricular (rv) lead had exhibited high thresholds four months prior. It was noted that the rv threshold was currently in range. The rv lead remains in use. No patient complications have been reported as a result of this event.